Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015-product analysis: the device was returned and evaluated by product analysis on 10/21/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issue or alarms. The total daily dose was appropriate for the user programmed basal settings and bolus deliveries. The pump successfully completed a prime sequence, bolus, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. The audio alert was non-functional. Damage to the audio alert circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2015 was 38 mg/dl with severe dizziness and confusion. It was reported the patient required assistance from a third-party and self-treated with food and drink. It was reported the patient remained on pump therapy and the pump settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history; the pump was calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.